Manufacturer narrative:
Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. Can specific patient demographics be provided for each of the subjects of this article? No, patients were operated in 2010 and records are not at hand. Are the product code and lot numbers available for devices used? No, but vicryl and vicryl plus were used for subcutaneous, so probably 2-0 with CT-1 needle. Monocryl (and m+) for intracutaneous, 3-0 with fs-1 needle. Confirm, devices are not available to be returned for analysis? No, they are not available. It was noted that: ¿¿two patients died as a result of complicated vascular graft infection: in study group, one patient with vein graft infection died on pod 65; and in control group, one patient with prosthetic graft infection died on pod 125¿¿ does the surgeon believe that any ethicon sutures were the cause of the deaths described in the article? No, nor does the other complications reported in the study.

Manufacturer narrative:
Pi1-1l23pou date sent to the FDA: 05/19/2017 h-6 patient codes: 1930, 2100, 3191- stroke, 3191- endocarditis, 3191- cardiac complications, 3191- treatment with medication h-6 device codes: 3191- surgical wound infection occurred to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? A. If yes, please provide a complaint reference number. 2. Can specific patient demographics be provided for each of the subjects of this article? A. If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. 3. Are the product code and lot numbers available for devices used? ¿ vicryl suture ¿ vicryl plus suture ¿ monocryl suture ¿ monocryl plus suture 4. Confirm, devices are not available to be returned for analysis? 5. It was noted that: ¿¿two patients died as a result of complicated vascular graft infection: in study group, one patient with vein graft infection died on pod 65; and in control group, one patient with prosthetic graft infection died on pod 125¿¿ does the surgeon believe that any ethicon sutures were the cause of the deaths described in the article? 6. If yes, provide details of event and suture product type. Provide product code and lot.

Event description:
It was reported in a journal article that the patient underwent a lower limb revascularization/ reconstruction procedure between 07/2010 and 01/2011 and the suture was used for subcutaneous closure of the arterial exposure and vein harvest incision. Following the procedure, the patient experienced superficial wound infection, deep wound infection, graft infection or vascular graft infection, and other postoperative complications including graft thrombosis, cardiac complications, stroke, endocarditis. The most common antibiotics that were used to treat infection were meropenem, vancomycin, and/or ciprofloxacillin. Whether the patient received any of the standardized antibiotic prophylaxis or some other antibiotic prophylaxis or antibiotic treatment had no effect on the incidence of swi. Positive culture of the infected wound was possibly obtained and the most common bacterial species, possibly, found in infected surgical wound was staphylococcus aureus, enterococcus faecalis, coagulase-negative staphylococcal species or pseudomonas aeruginosa. The patient was possibly cured with the treatment by the end of study. It was also reported that the patient with complicated vein graft infection died on postop day 65. It was also reported that swi, a surgical wound infection, was split into three categories: an infection is superficial if only skin and subcutaneous tissue are involved; deep wound infection involves both fascia and muscle layers; and if an artery or a graft becomes involved, it becomes a graft infection. Additional information has been requested.

Manufacturer narrative:
Additional information: article attachment.